Event description:
A report was received that the patient was experiencing pain at the ipg site to the rib. The physician determined that the ipg had migrated and has recommended a revision.

Event description:
A report was received that the patient was experiencing pain at the ipg site to the rib. The physician determined that the ipg had migrated and has recommended a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The patient is doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.